Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several non-sustained right ventricular oversensing episodes were noted on patient¿s merlin transmission. Review of egms determined that the noise maybe due to an issue with the right ventricular lead. It was recommended to have patient come in clinic and attempt to reproduce the noise via pocket manipulations, deep breathing/coughing, and isometrics. Lead revision or lead monitoring was discussed depending if the noise was able to be reproduced or not. No patient symptoms were reported.

Event description:
New information received notes the patient was not brought in the clinic to attempt to reproduce the noise. The physician elected to continue to monitor the patient. The patient was stable.